Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7; -7.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. On this same date in a separate surgery the lens was exchanged with a shorter length lens. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).